Event description:
Approximately three weeks post implantation, the patient experienced an episode of syncope and was emergently admitted to the hospital with a diagnosis of gi bleed. Investigation is on-going.

Manufacturer narrative:
In addition, the patient's anticoagulants were held on admission and they were treated with fresh frozen plasma. A colonoscopy and esophagogastroduodenoscopy (egd) were performed later but were unsuccessful in locating the source of the bleeding. The patient was discharged home eleven days later with a therapeutic inr. The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect.

Manufacturer narrative:
The product remains implanted in the patient; therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.